Manufacturer narrative:
This event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that a foreign material was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured between march 19, 2021 - march 20, 2021. H10: the device was received for evaluation. Visual inspection along with magnification was performed and a loose white particle matter was observed inside the bag above the spike port approximately 0.25 square centimeters in size. The particle was white, irregularly shaped, and approximately 0.7mm in size at the longest linear dimension. Further micro fourier transform infrared spectroscopy was performed and the particle was consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.